Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported to technical support during a software upgrade request that the patient was currently in the hospital. Follow up with the peritoneal dialysis nurse indicates that the patient was hospitalized for a stroke. It is unknown if the patient was performing peritoneal dialysis treatment when the patient experienced the stroke. Patient was reportedly hospitalized on (B)(6) 2018 and discharged into a rehab facility on (B)(6) 2018. Patient received dialysis treatment in the hospital and rehab facility. Additional information was solicited.

Event description:
Additional information was solicited and received. On approximately (B)(6) 2018 (specific date unknown) this 65-year-old female patient (pt) with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc (pd)] reportedly experienced an onset of confusion and right sided weakness during ccpd treatment. Subsequently, on (B)(6) 2018 the pt. Presented to the emergency room (ER) with persistent mental status change, speech changes and weakness of her right lower extremity warranting admission to the hospital for further medical management. The pt. Underwent computed axial tomography (cat scan) of the brain to rule out stroke which was negative for acute lesions. The pt. Was planned for magnetic resonance imaging (MRI) of the brain to further assess for stroke not seen on the initial cat scan; results are unknown. However, the pd nurse reported the pt. Had a stroke event. During hospitalization, the pt. Reportedly continued ccpd therapy (product and treatment details are unknown). Further details surrounding the pt¿s hospitalization course are unknown. On (B)(6) 2018, the pt. Was discharged to a rehabilitation facility continuing pd therapy (product and treatment details are unknown). Per the pd nurse, the pt. Was discharged home on (B)(6) 2018 and will continue pd therapy with assistance from the pt¿s spouse.

Manufacturer narrative:
While a temporal relationship exists between ccpd therapy with the fresenius liberty cycler and the patient¿s reported stroke event; there is no documentation that supports a causal relationship. At this time there have been no reported allegations the fresenius liberty cycler malfunctioned or failed to perform as expected related to this event. Based on the available information, the etiology for the pt¿s stroke cannot be determined. However, the pt¿s past medical history of esrd, hypertension and cardiac stenting increase the pt¿s risk for stroke and therefore, may have been a factor in this event.